Event description:
The end user states the seat upholstery is ripping. He states the upholstery is ripping on the vinyl by the screws.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.